Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found no physical damage to the pump. Functional testing included use testing. Upon powering up and during infusion, the pump did not give error code messages. It was observed that the pump's motor was out specification when performing a current test on the motor. The customer's reported problem regarding error could not be duplicated. Based on the evidence, the compliant was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that it was observed that this cadd prizm vip pump gave error 10037. There are no known adverse effects.